Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking. The following information was received by the initial reporter with the following verbatim it was reported by the customer that writer initiated final flush for cyclophosphamide. A minute after, patient's pump was beeping for air in the line. Writer visually assessed and couldn't see the bubble in the line. When writer opened the channel/IV pump, something splashed on writer's face, and it was wet inside the IV pump. Writer pulled the line out of channel and found a hole squirting the ivf and small puddle of fluid under the IV pump. There was patient involvement but no harm.